Event description:
It was reported that a pt underwent a laparoscopic-assisted vaginal hysterectomy in '08. During the procedure, the device stopped working. A second device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.